Event description:
The user facility reported the device broke away from the shaft, during a laparoscopic cholecystectomy. The instrument was in a closed position, grasping tissue at the time of the breakage. The jaw could not be retrieved laparoscopically, resulting in temporary harm to the pt. The pt required additional treatment and intervention, and underwent an open surgical procedure to retrieve the forcep jaw that broke. The instrument is not available for eval.